Event description:
A pump declared an altitude alarm, which did not cause the customer's blood glucose levels to exceed 500 mg/dl. To address the issue, the customer replaced the cartridge twice, after which the pump resumed normal operation. The customer was provided tips to prevent future altitude alarms and requested replacement cartridges, which were sent as requested.